Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient presented at the emergency room with pain and tenderness at the ipg site and diagnosed with infection. The patient was treated with intravenous antibiotics and was hospitalized for 3 weeks and had an scs system explanted (explant date unknown). As of (B)(6) 2017, the patient has PICC line and receiving antibiotics.